Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular lead presented to the hospital with a heart rate in the 30's. Loss of capture was observed and a temporary pacemaker was placed. The lead also displayed varying impedance measurements both high and low. During the lead revision procedure, under fluoroscopy, it was noted that there was no slack in the lead. An insulation nick was also noted. The lead was removed and was discarded. A new lead was successfully implanted. There was no report of adverse patient effects due to the revision procedure.